Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump got wet on a cruise and went blank and began alarming. The customer did not provide a blood glucose reading. The customer was unable to provide further information and was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised to call back to provide the ports the cruise ship will stop in order to have a new insulin pump shipped. No product will be returned at this time.